Event description:
The home patient (hp) reported feeling abdominal pain, as if home patient had been overfilled, after using the homechoice cycler for apd therapy. Hp had awaken after completion of the apd therapy and suspected hp had been overfilled, as hp experienced adbominal pain. The hp went to the dialysis center and was manually drained of the last fill volume. The hp had a pre-existing hernia condition at the time and the dialysis center discontinued the last fill volume, leaving the hp empty of fluid in the peritoneum during the day. According to the hcp, they cannot confirm that an overfill had occurred and relates that there was no patient injury. The hcp further relates that the hp had suspected that an overfill condition may have aggravated the pre-existing hernia condition. The hcp relates that a last fill volume of 1700mls was recently reinstated, and the hp has not received any surgery for the hernia to date.